Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a vessel dissection occurred. The patient presented due to chest pain and was diagnosed with a myocardial infarction. Cardiac catheterization revealed thrombosis in the right coronary artery. This vessel had been previously stented with 2 overlapping promus stents. This was treated with thrombectomy and balloon angioplasty. Additionally, a rotablator rotalink plus 1.5mm was used. Following this, a dissection was noted distal to the region where the myocardial infarction occurred. The patient was discharged 16 days later. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, the patient presented with a myocardial infarction (mi). It was previously reported that the patient presented due to thrombosis of the right coronary artery (rca). Follow up information indicates that there was no issue with the rca. Cardiac catheterization revealed that the patient had a new lesion in the left anterior descending coronary artery (lad). It was previously reported that the rotaburr was used in the rca. Follow up information indicates that the lad was treated with the rotaburr. 2.5x28mm and 2.75x28mm promus stents were implanted in the lad and post dilation was performed. It was previously reported that the dissection occurred following use of the rotaburr. Follow up information indicates that a dissection occurred during post dilation in the lad and therefore would not have been related to the use of the rotaburr. Later that night, the patient developed thrombosis in the lad due to the dissection. This was treated with balloon angioplasty.